Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet bionic pancreas generated an alert 38 indicating a motor stall and failure to infuse, after which the user restarted the device, performed a successful dry run, and changed supplies except the cartridge due to limited insulin, with insulin delivery resuming; replacement supplies were arranged, and the affected component was identified as the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem consistent with a motor stall that led to failure to infuse and implicated the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.